Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with scractched screen. Review of device history log identified following event: 1011> error 1720 (B)(6) 2018 12:50:00 pm / functional testing included use testing. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by back-up capacitor.

Manufacturer narrative:
Additional information received that there was no patient involvement. Event occurred during testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code lec 1720. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.